Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the reporter(wife) for the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began about 6 weeks prior to contacting lfs. The patient stated that he obtained an unspecified high result on the subject device which he compared to meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with insulin (self-adjuster, including sliding scale), ¿lantus overnight and novolog during the day¿. The reporter stated that he increased his dose of insulin, dose and type unknown, in response to the alleged product issue. She reported that on an unspecified time after the alleged issue began he developed the symptoms of ¿bombing out, and did not know where he was, or who his wife was¿. The reporter stated that she gave him food/drink as treatment. The reporter denied that the patient obtained a result on another device. At the time of troubleshooting, the cca determined that the meter was set with the correct unit of measure, the test strips were stored correctly and within expiry. In addition, the patient performed a control solution test prior to calling lfs and confirmed the result was out of range. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.